Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set had a bent cannula and experienced high blood glucose level was 21.5 mmol/l. Customer's blood glucose at the time of the incident was 29 mmol/l and treated with manual injection. Product is not expected to return.